Event description:
Approximately five months after implant, this patient experienced low flow followed by high watts alarms and a pump stop. The pump did not restart and thrombus ingestion was the suspected diagnosis. The patient was initially stabilized with inotropes but later required support with extracorporeal membrane oxygenation (ECMO). ECMO related sepsis subsequently developed and the patient died of multi-organ failure. The pump remained in situ at burial and therefore will not be returned for analysis. Investigation is ongoing.

Manufacturer narrative:
The hvad pump, hw20518, was not returned to heartware for evaluation as the device was not explanted. Review of the manufacturing documentation confirmed that the hvad pump met all requirements for release. Review and analysis of the controller log files confirm the events as reported. Analysis of the log files revealed multiple low flow alarms for several days prior to a sudden sustained increase in flow and power resulting in a high watt alarm followed by the pump stop. The sudden change in vad parameters suggests that something may have been ingested into the pump resulting in higher power consumption to maintain the fixed pump speed; the increase in flow is erroneous as flow estimation is based in part on power consumption. Investigations of complaints with similar circumstances were reviewed; an increase in power may suggest thrombus within the pump. Thrombus is a known potential complication associated with all patients implanted with vad's and is multifactorial in etiology. While the cause of the reported event cannot be conclusively determined, the most likely root cause appears to be an ingestion of thrombus which resulted in a pump stop. While the thrombus event may have contributed to the events that followed and the patient death, there is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted post-mortem.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient was admitted with "low flow' alarms followed by "high watt' alarms; thrombus ingestion into the pump was suspected to be the cause. During treatment the patient developed ECMO-related sepsis and further declined, exhibiting renal and hepatic organ dysfunction. The patient expired on (B)(6), 2014 from multi-organ failure. The lvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt', "vad disconnect' and "vad stop' alarms on the date of the reported event. Analysis of the log files revealed a sudden sustained increase in estimated flow and power consumption above the normal operating range correlating with the reported thrombus ingestion suspected by the site. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most probable root cause of the reported high power event may be contributed to thrombus ingestion within the pump possibly associated with the reported inconsistencies in the patient's anticoagulation status. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.